Event description:
Clinical study. Same case as 6000089-2007-01597. It was reported that 396 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The pt presented with an acute myocardial infarction. The physician treated the lesion with placement of a 3.0x32mm and a 3.5x12mm taxus express2 study stents in the mid right coronary artery (mid rca). At 369 days after the index procedure, the pt presented with in-stent restenosis of 99% in the mid rca. The physician treated the pt with a pci and the restenosis was resolved same day. In the opinion of the physician the relationship of the event to the taxus stent is possibly.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specs. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.